Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s device exhibited non-sustained right ventricular oversensing. Programming changes were discussed. Patient was stable and will continue to be monitored.

Event description:
New information received notes the non-sustained right ventricular oversensing (nsrvo) was first identified in the emergency department as patient¿s device was being checked for suspected ventricular tachycardia. The recommended programming changes were not made due to patient history of pacemaker-mediated tachycardia and only a few isolated events of nsrvo, in which is preferred in this situation.